Manufacturer narrative:
Occupation: lay user/patient. The customer did not return the test strips.

Event description:
The initial reporter complained of an erroneous high inr result with coaguchek xs meter serial number (B)(4). The customer initially tested with a result of > 8.0 inr. The customer re-tested within a minute and the result was 2.5 inr. The customer used a different finger for each test. No medical treatment was necessary. The customer thought the result of 2.5 inr was correct. The customer's warfarin dose was decreased based on the result of 2.5 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer is feeling good. The customer is anemic and thinks there is a good chance his hematocrit could be lower than 25%. Product labeling states hematocrit ranges between 25-55% do not significantly affect results. The customer is not on heparin or other direct thrombin inhibitors, does not have anti-phospholipid antibodies, is not taking any new medications and has had no diet changes. The customer is not experiencing any unusual bleeding or bruising. The customer had the flu 3-4 weeks ago. The meter and test strips were requested for investigation. The meter was returned; the test strips were not. Retention test strips were measured with the returned meter with liquid qc of a high level: qc 1: 3.2 inr; qc 2: 3.2 inr; qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.